Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized for high blood glucose level on unknown date. Customer¿s blood glucose was 460 mg/dl at the time of incident. Customer declined troubleshooting. It was unknown whether the auto mode feature was activated at the time of high blood glucose event. The insulin pump will be returned for analysis.